Manufacturer narrative:
The bone screw returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damage observed is consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that sometime post op it was discovered that the left pedicle screw broke inside the patient's l5 vertebrae. A revision surgery was performed 6 months post-op to replace the broken screw. Patient was symptom-free, with no complaints.